Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised right front side frame broke at weld where curved piece attaches to upper tube causing chair to veer in one direction.